Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was reduced effectiveness. The outcome was resolved without sequelae. Interventions included reprogramming. The patient reported that the stimulator was not controlling his pain as well as it used to. Later it was reported that the spinal cord stimulator was helpful for his radicular component of his pain. The event was related to the device or therapy and not related to the implant procedure. The severity was reported as mild.

Event description:
It was reported the patient only felt stimulation on their right side and not the left side. The reporter stated they were referred to a new healthcare professional (hcp) to have a lead revision surgery or have the leads implanted deeper. It was noted the patient was told that they would need a hole drilled into a bone. It was further noted the patient had an x-ray that confirmed the leads did not migrate. The reporter stated a manufacturing representative was in the operating room to test the device. It was noted the patient has an appointment with their hcp to try reprogramming again. It was noted the patient had a wonderful trial procedure. It was later reported the patient had no coverage in their left leg. There were no impedances out of range. An x-ray was done and there was no noted lead migration. The device was interrogated and was noted as working properly. It was noted that adhesions during implant complicated the lead placement resulting in inadequate paresthesia coverage in the left leg. Interventions included reprogramming and surgical intervention on (B)(6) 2013. It was further noted that the leads were explanted and a paddle lead was implanted. It was noted the event resolved without sequelae. After programming with the new lead the patient had stimulation coverage in their left leg. The event was noted as unlikely related to the device or therapy and related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that there was abdominal stimulation. Reprogramming was performed and assessment after reprogramming showed the stimulation was then in the left leg where the patient needed it. It was noted that the etiology was due to programming. The event was noted to be related to the device or therapy and unlikely related to the implant procedure. Additional information received reported that the event resolved without sequelae on (B)(6) 2014. It was noted that the stimulation was helpful for the patient's radicular component of their pain.

Manufacturer narrative:
Concomitant medical. Products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
Additional information reported the event was inadequate stimulation coverage. The event was noted as ongoing. Additional intervention included reprogramming. It was noted the patient had stimulation in their stomach and needed more coverage in the left leg. Stimulation was noted as being inadequate. The new lead had been placed and there was no improvement in stimulation even with being reprogrammed several times.